Event description:
A healthcare provider (hcp) reported a motor stall. The stall was confirmed in the event logs with no motor stall recovery recorded. There were several motor stalls and motor stall recovery message in the pump logs dating back to (B)(6) 2013. A motor stall on the morning of the report at 7:43 without recovery was noted. On (B)(6) 2013 there were three separate motor stall and motor stall recovery messages. The recoveries typically occurred within thirty to fifty minutes of the stalls. The patient noticed an error code indicating a motor stall when they attempted to use their ptm on the morning of the report. The hcp stated that the patient did not hear any alarms. The patient did not have any therapy problems until the morning of the report when they noticed an increase in pain. The hcp was unaware of the specific type of baclofen infused, but they ¿thought it was a powder¿. They planned to replace the pump in december due to expected longevity. It was reviewed that the pump could be programmed to minimum rate if the patient needed to be given oral medications until the pump was replaced. The medications infused clonidine, baclofen, and ziconitide.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that there was no patient injury the patient recovered without sequela.

Manufacturer narrative:
Final analysis of the pump revealed and battery high resistance and motor gear train anomaly - corrosion and/or wear and or lubrication, stall due to shaft bearing and gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.